Event description:
Ivf from primary bag back-flowed into the secondary antibiotic bag. Manufacturer response for IV secondary set, bd secondary set (per site reporter). Equipment failure reported to bd customer service at [contact number and tracking information redacted].